Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The pacemaker was properly interrogated and the memory content was analyzed. The devices memory documented that the pacemaker was programmed to unipolar lead configuration. An increase of the atrial lead impedance to greater than 2500 ohms in bipolar and unipolar configuration was documented, confirming the clinical observation. Therefore, the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The impedance measurement functions of the device were thoroughly tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration proved to be normal and as expected. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that 26 days after the implantation this pacemaker was explanted and exchanged due to elevated right atrial impedance. The ra lead was capped and new one was implanted. The lead details were requested but they remain unknown. The device is expected for analysis. The time frame of the return could not be specified.